Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Customer did not provide serial number. .

Event description:
The customer reported a power failure. There was no reported patient involvement.